Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported event was reproduced during field evaluation. The high resolution stereo viewer (hrsv) was replaced to resolve the issue. After replacement, the system was further tested and it was confirmed the hrsv display on both eyes and the system was verified as ready for use. The replaced hrsv has been returned to isi; however, evaluation/investigation has not been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when evaluation is completed and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted or aborted. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgeon console (sc) high resolution stereo viewer (hrsv) right eye displayed the black screen. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). Upon verification, the user stated that the issue with the sc hrsv right eye display occurred twice. The issue was first identified during system check prior to starting and the second during the procedure. Both issues were resolved through a system power cycle. Tse instructed the user to further monitor the issue. Isi was not contacted by the customer at the time of both issues. No troubleshooting with isi was performed. Customer did not follow proper troubleshooting per isi procedures. At an unspecified time, technical support was contacted to report that the issue persisted. The tse instructed the user to further troubleshoot by reseating the blue fiber cable together with a system power cycle. It was further reported that the user continued to power cycle without reseating the blue fiber cable (as advised by the tse) to resolve the issue for every issue recurrence. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system functionality was checked prior to starting as previously reported. The issue was recurrent and on the last occurrence, the customer decided to output the 3d images to an external monitor and performed the procedure without using the da vinci hrsv. The surgeon elected to complete the procedure under this condition using the same da vinci system. There was no report of patient harm, adverse outcome or injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the surgeon console (sc) high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. During failure analysis, the hrsv was tested, and the customer reported display issue with the right eye was reproduced. Investigation identified a faulty component, pca main board, as the root cause of the issue.